Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported during an implantation of xen® gts in the left eye with phacoemulsification + iol, a subconjunctival bleeding gave swelling in the area with uncertain filtration. Xen was noted as free and mobile. Post-op. Day 1, intraocular pressure (iop) was at 34 mmhg with no flow. Healthcare professional reported xen was in a proper placement, no blood, and attempted "milking" manipulation of xen but was not successful. Day 6, iop was at 36 mmhg with no flow. Later open revision surgery performed noted no scarring or flow, inner lumen free observed via goniolens. Healthcare professional tried rinsing with 10/0 ethilone that resulted in light flow. Adapting conjunctiva, but no filtration. Successfully implanted a second xen® gts side-by-side with initial stent. Events resolved.